Manufacturer narrative:
(B)(4). Unit was received with normal operating currents. Also passed the unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump failed self test. During back light check, there was a portion of the el panel that was not lit due to damaged el panel. No unexpected blank display anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had backlight anomaly. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.